Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an alert for excessive charge time eos (end of service). Analysis of the device memory indicated charge circuit inactive. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) is past eos (end of service) and has had a warning f or excessive charge time with a charge time of seventeen seconds. It was noted that the ICD had reached rrt (recommended replacement time) nineteen days earlier and that in june an excessive charge time occurred. The ICD was also still toning after interrogation and now has a charge circuit inactive warning. It was discussed to interrogate the device, end session and reinterrogate the device to clear alerts. The ICD remains in use. However, the patient was scheduled for an ICD change out for the next day but it was noted that the patient is potentially refusing care. No patient complications have been reported as a result of this event.